Event description:
Revision surgery- pt recently became infected and underwent an I & d of the infected area. The existing glenosphere, shell and insert were removed and replaced with new implants of the same size.

Manufacturer narrative:
Lot numbers and catalog numbers provided do not match the stated date of implant. Encore's records show the reported components were used in a surgery in 2006, (possibly the original "hemi"). Lot and catalog numbers for the components implanted in 2007, have been requested. When the info is received, a follow-up report will be submitted.